Manufacturer narrative:
The pump was received with currents within specification. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No button error alarm was noted. The pump had intermittent button response due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has a button error alarm on the insulin pump. Customer was trying to enter her cabs and her blood glucose for a bolus. Customer received the alarm and stated that the buttons are not responding. Customer's blood glucose was 30 mg/dl at the time of the incident. Customer ate dinner to bring down her blood glucose. Customer's blood glucose is now 126 mg/dl. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer declined troubleshooting for the low blood glucose and the keypad anomaly. Customer has an old pump for a back-up plan.